Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on there was a shocking or jolting sensation. The pt indicated it felt like a bee stinging over the ins. The pt stated, she had weight gain. Also, the device was working and it helped with the pain it was implanted to help. The pt felt "weird" after recharging. It was reported that the device only charged to 75% not to 100%. There were coupling or communication issues. The connector pin may be bent or broken. Add'l info received reported that it was unk what the cause of the event was or if the event was due to the ins or lead. No surgical intervention occurred. The pt did not require hospitalization and there was no injury.